Event description:
It was reported that the tubing of an unknown transfer set leaked. This was noted during the previous therapy. The home patient stated that the transfer set had been in use for a ¿few months,¿ and their registered nurse had changed the transfer set to resolve the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.